Event description:
Light source went out toward the end of the or case and would not come back on. Error code was noted. Case completed without problems, but subsequent case was cancelled. Biomed called and repairs arranged.